Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed but the root cause could not be determined. Two photographs were returned for evaluation. One of the photos shows a patient on a bed with drapes over them and a clinician holding a cloth near their arm. No guidewire is visible in this photo. The second photo shows a portion of a nitinol guidewire where the outer coil wire begins. Inspection of the second photograph found that two coils of the outer coil wire were elongated. No unraveling of the outer coil wire was visible and both ends of the guidewire were out of frame, preventing evaluation of the weld tip of either end. Based on the material for review, damage to the guidewire was confirmed but there were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that after the guidewire was inserted and placed into the vascular sheath, it could not be removed. It had to be removed along with the sheath, and it was found that part of the guidewire had become detached. A second puncture was performed on the patient, causing complications. No further information was provided.